Manufacturer narrative:
No product was returned to the manufacturer for device evaluation, however, a lot number was provided for investigation. Lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient reported experiencing pain in the right (od) eye as well as facial, nerve, and sinus pain of the right side of the face. The patient sought medical treatment and was prescribed lotemax drops and instructed to temporarily discontinue lens use. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.